Event description:
The manufacturer received information alleging a ventilator did not meet the acceptance criteria. The enclosure was cracked and a foot is missing. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained internal battery permanent failure codes which may impact therapy. The internal battery was replaced but no other repairs were made per the customer's request. The inlet air path assembly and air path foam were replaced as part of remediation.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator did not meet the acceptance criteria. The enclosure was cracked and a foot is missing. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log contained internal battery permanent failure codes which may impact therapy. The internal battery was replaced but no other repairs were made per the customer's request. The inlet air path assembly and air path foam were replaced as part of remediation. During the initial evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.